Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it decreased from 2 years to 3 months in a three months' time. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it decreased from 2 years to 3 months in a three months' time. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it decreased from 2 years to 3 months in a three months' time. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. This particular device was not included in the advisory population.